Event description:
The customer reported that during testing the external paddles did not discharge. This testing was being completed upon receipt of the external paddles. There was no pt involvement.